Event description:
During a cemented hip surgery, the pt died on the table at approx two to six mins after the cement was put in. The clinical suspicion of the surgeon is that the pt died from myocardial infarction.